Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and was hospitalized as the insulin pump was not giving the right amount of insulin. The customer's blood glucose level was 500 mg/dl at the time of incident. The customer did not mention any symptoms related to high blood glucose level. The device will not be returned for analysis.